Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the cylinder was found. The ipp was removed and replaced with a tactra, while the existing reservoir was kept in the patient. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and had wear at fold in the proximal end, middle, and distal end of the cylinder. The first cylinder had broken fabric threads and a hole from wear in the proximal end of the cylinder. The first cylinder did not pass the leakage testing. The second cylinder was microscopically inspected and had wear at fold in the proximal end and middle of the cylinder. The second cylinder passed the leakage test. The momentary squeezed (ms) pump was microscopically inspected and was cut down to the pump block; the tubing was attached to the cylinders. The pump passed the leakage and functional testing. This investigation was assigned to the conclusion code of cause traced to component failure.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the cylinder was found. The ipp was removed and replaced with a tactra, while the existing reservoir was kept in the patient. No patient complications were reported.